Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a loss of alternating current (ac) power while connected to the mobile power unit (mpu). Log files were sent for review. A no external power event was recorded on (B)(6) 2025 at 12:29:50 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the submitted log files. On (B)(6) 2025, the log file captured a no external power alarm due a loss of power while connected to the mobile power unit (mpu). The alarms resolved shortly after when power was restored to the mpu. The backup battery supported the system without issue during the event. The no external power event did not impact the system controller¿s ability to support the pump and there were no other notable events. Multiple attempts were made to obtain additional information regarding the mpu serial number, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected the ac power at the time of the reported event, if the mpu was exchanged, and if the mpu will return; however, no additional information has been provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.